Event description:
A report was received that the pt received burning sensations in her upper back above the ribs. The pains were parallel left and right side of her back. The pt received the burning pains after having knee surgery. The physician believed that the burning sensation was only the pt's perception, but the pt still wanted to be explanted. The pt was reported doing well after the explant.

Manufacturer narrative:
The devices involved in the complaint were not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation of the devices found that no anomalies, or deviations potentially related to the event occurred during manufacturing. This is the final report.